Manufacturer narrative:
On (B)(6) 2016, was dispatched to the customer site to address the reported event. The fse adjusted the temperature on the pd table, bf table and main incubator by resetting all temperatures to specs and decontaminated with bleach and ran 1nhcl through substrate lines. The fse removed detector and found smudge on lens and cleaned and replaced. The fse also rinsed wash and diluent lines an additional time and ran qc with better results. The customer recalibrated and adjusted range on mas qc all other qc good. The aia-2000 was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a dirty detector lens. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported control recovery problems with the aia-2000 analyzer. The customer is unable to run fsh, prl and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh, prl and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.